Manufacturer narrative:
The investigation determined that higher than expected phenytoin results were obtained from a vitros tdm performance verifier fluid using vitros phyt slides with a vitros 5600 integrated system. A definitive assignable cause could not be determined. Vitros phyt precision testing was not performed to verify instrument performance at the time of the events, therefore unexpected instrument performance cannot be ruled out as contributing to the event. Pre¿analytical handling of the vitros tdm performance verifier fluid also could not be ruled out as contributing to the events as information regarding handling protocols was not provided. Following recalibration, acceptable vitros phyt results were obtained.

Event description:
A customer obtained higher than expected phenytoin result from a vitros tdm performance verifier fluid using vitros phyt slides with a vitros 5600 integrated system. The results are as follows: tdm pv3: 39.4, 37.3, >40 and 41.0 ug/ml versus expected results of 28.3 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected phenytoin result was generated from a non-patient fluid and no erroneous patient sample results were obtained or reported from the laboratory, however the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There is no allegation of patient harm as a result of the events. This report is the fourth of four MDR¿s for this event. Four 3500a forms are being submitted for this event as four devices were involved. (B)(4).